Event description:
During a refill, the reservoir was expected to contain 2.3ml but was found to contain 39ml. At the prior refill, there had been an 8ml discrepancy, when the discrepancy was typically approximately 4ml. It was indicated that the patient had not been feeling terrible, not well at all. In addition, she had lost a significant amount of weight, which had caused the pump to move a lot in her abdomen, and it bothered her. The event logs were obtained and everything was normal. The healthcare professional (hcp) was going to program the pump dose to minimum rate while additional troubleshooting was done. The device system was being used to deliver hydromorphone and bupivacaine. The cause and outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n329782, implanted: (B)(6) 2012, product type accessory product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced increased pain. On 2014-(B)(6) the expected volume was 2.8 ml and the actual volume was 8.2 ml. It was further reported on 2014-(B)(6) the expected volume was 2.3 ml and the actual volume was 39 ml. Troubleshooting included a catheter access study and the catheter access port (cap) was unable to be aspirated. This was the cause of the discrepancies. The patient also experienced pump movement in the pocket. It was unknown how the patient was doing now. If additional information is received, a follow-up report will be sent.